Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the patient's implantable cardiac monitor (icm) showed episodes of under-sensing. No interventions were reported. The patient was stable.